Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. No physical damage was found on the device. As a result of a functional test, it was confirmed that the intake/exhalation mode did not switch, and oxygen gas continued to be emitted from the main unit's output. The root cause was due to o-ring material/hardness of input manifold it was unknown what caused the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the input manifold. The device passed all functional and delivery tests.

Event description:
It was reported that the device had a continuous flow. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only**